Event description:
Coiling treatment was conducted of an acom aneurysm measuring approximately 6.5mm. It was reported that during coil placement, the last few loops of the coil couldn't be deployed in the aneurysm. Upon removal, the coil detached and migrated into the parent artery. A snare was used to retrieve the implant coil successful; however, the anterior cerebral artery (aca) was dissected. Consequently, the vessel became occluded and the pt has a stroke. A stent was deployed in the vessel to hold the artery open. It was reported the pt was on life-support post procedure and subsequently expired.

Manufacturer narrative:
Sample analysis: the device involved in the event will not be returned for evaluation as it was discarded. (B)(4).